Manufacturer narrative:
Follow up #1 submitted: 08/20/2013, device evaluation: on testing, the pump powered on normally. The display screen illuminated properly, was legible and fully functional without defect. A leak test of the pump was performed and revealed a leak between the display lens and the pump seal. The pump cover was removed for investigation and revealed moisture corrosion inside the pump on the power circuit and the force sensor assembly. Investigation failed to duplicate the complaint of a blank display.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the insulin pump display screen was blank after being exposed to water. There was no reported damage to the pump casing. There was no reported patient impact associated with this complaint. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.